Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported during a follow up call, the sensor would give false low readings and then would trigger the threshold suspend feature on the insulin pump. The sensor reading would be 72 mg/dl and her blood glucose would be 110 mg/dl. She stated that she will turn off the feature if the event occurred during the middle of the night or if she was busy. The customer declined troubleshooting. She will not be returning the senor for analysis.